Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-19749. It was reported the patient experienced shocking from one of her leads. On (B)(6) 2013, the physician implanted two new leads and one extension. It is unk which device was suspected to be causing the shocking. It is unk if the devices were explanted or simply disconnected from the ipg and remain implanted. Note the patient received two leads from the same lot number.